Event description:
Customer reported that the acuity central station went down and was having trouble restarting. Tech support assisted the customer in restoring operation by helping them run a memory repair command. The customer indicated that there were no pts on the system at the time. The inability to restart resulted in the loss of the ability to track pt vital signs from a central location, although vital signs would still be available at the bedside monitors if there had been any pts on the system.

Manufacturer narrative:
The cpu is obsolete and unrepairable. The customer will not be returning it for eval.